Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass surgery, the cable of the hercules arm snapped. No known impact or consequence to patient. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more informations becomes available. For this reason, terumo referenced evaluation conclusion code.